Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case was performed. Damage to the distal ventricular high voltage and distal right atrial seal plugs was noted. Internal lead port diameters were measured and found to be within normal limits. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this device was not implanted due to no pacing or sensing when the device was connected to the patient's leads. The device was connected three different times to verify that the leads were completely connected to the device. This patient has complete heart block, so the physician had a ventricular lead connected to a pacing system analyzer (psa) to provide continuous pacing and no adverse patient effects were observed. This device was returned for analysis. A new device was successfully implanted.